Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the valve was deployed 80:20 ventricular resulting in central aortic insufficiency. A second valve was implanted to resolve the aortic insufficiency. Per report, a 26mm valve was chosen. Contralateral access was obtained in the right femoral artery and right femoral vein for the pigtail and temporary pacemaker. A retroperitoneal cutdown was performed in the left common iliac. Serial dilations were performed. A 24fr edwards sheath was inserted into the left common iliac without issue. Bav was performed with a 23mm x 4cm edwards balloon under rapid ventricular pacing. A 26mm sapien was prepped and inserted. The valve was positioned 50:50 under rapid ventricular pacing and deployed 80:20. Echo revealed moderate paravalvular leak and moderate central aortic insufficiency. A second valve was prepped, delivered and positioned 60:40. Final result showed mild paravalvular leak and trace central aortic insufficiency. Arterial and venous access was removed and hemostasis achieved. The patient was transferred to ICU in stable condition. Per additional information received from the fcs, the final valve position for the first valve was due to the challenging angle of the patient¿s aorta. The pre-deployment position for the first valve was 50:50. The native valve/leaflet and aortic root calcification was described as mild; there was no mitral annular calcification; and ventricular septal hypertrophy was mild. Coaxial alignment of the delivery system and the valve was good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 33.1mm and sov diameter was 37.2mm. The patient¿s ejection fraction was 73%.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors [a minimally calcified native valve and aortic root and the anatomical position of the aorta] may have caused or contributed to the valve¿s malposition. There is no evidence this event as due to sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.